Manufacturer narrative:
Additional information in b5: upon follow up, it was reported that antibiotic treatment was discontinued and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was reported that the patient was not hospitalized for the event. Three days after the event onset, the patient was treated with vancomycin injection (1g, every 4th day, ongoing) for peritonitis. Four days after the event onset, the patient was treated with gentamicin injection (0.7ml, once a day, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.